Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022. Additional information: a3. Gender, b7. Medical history/preexisting condition, h6 . Type of investigation additional information provided: new suture delivered to address. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported a patient underwent a cesarean section on (B)(6) 2022 and a suture was used. At the hospital, in a procedure, a suture was requested, which at the time of opening and delivering it to the surgeon breaks at the time of starting its manipulation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Component code: g07002 product not returned. Additional information provided: was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. Attempts are being made to obtain the following information. To date no response has been provided. If the device or further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Note: related events captured via mw# 2210968-2022-08804, mw# 2210968-2022-08805. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.